Event description:
Info received indicates the pt positioning monitor did not alarm when the pt was moving. The pt did not exit the bed.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.